Manufacturer narrative:
Based on the current information provided, the root causes of the reported post-operative complications are unknown. The following information is unknown: event date, if the surgical staff encountered any issues while using a sureform staple 60 instrument and reloads during the case, the procedure outcome, what date the post-operative bleed was identified, and the patient¿s current status. At this time, there is no specific allegation that a malfunction of a da vinci system, instrument, or accessory has occurred. Isi has attempted to contact the surgeon to gather additional information regarding the reported events. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site's complaint history from (B)(6) 2018 (the release date of sureform stapler 60) to (B)(6) 2019 (the date of this report). Isi have not received any previous complaints from the site in relation to a sureform stapler 60 instrument or any sureform stapler 60 reloads. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted surgical procedure, the patient was found to have experienced a post-operative bleed that required additional unspecified medical intervention. The surgeon has associated the post-operative complication to the possible use of sureform stapler 60 instruments and reloads. However, at this time, the root cause of the post-operative complication is unknown.

Event description:
It was reported that after undergoing a da vinci-assisted right colectomy procedure, a patient experienced rectal bleeding. The surgeon commented that he has seen an increase in rectal bleeding cases while using sureform stapler 60 instruments and reloads. On (B)(4) 2019, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr), and obtained the following additional information regarding this complaint: the csr indicated that the surgeon mentioned in general that he has had a few patients who have undergone da vinci-assisted right colectomy procedures and experienced post-operative bleeding. In one case, the surgeon mentioned that he had to oversew tissue as a result of bleeding. The csr did not have any additional information to provide regarding each case such as procedure dates and current patient statuses. According to the csr, the surgeon has not changed his surgical technique in relation to using a different type of robotic stapler instrument.